Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient is 3 months post implant and states he has 2 batteries that are not holding their charge, and only lasting about 2 hours. Today the fully charged battery went to 2 bars after being on for about two hours, and then the power switched over to the other power source. Patient only had one of the batteries with him at this time and it was exchanged. It was stated that there were no physical effects on the patient. No additional information available.

Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed. Analysis of the device revealed that the device met specifications. The battery passed visual examination and functional testing. Log file analysis revealed that the battery (bat305486) was able to supply power for 7 hours and 45 minutes which is an indication that the battery performed as intended. In addition it was noted in the log files that a "power disconnect" alarm was logged by controller con101791 within the analyzed period. There was indication of a communication anomaly between the battery and the controller as evidenced by the invalid saw code "0xff00". Also, it was also noted that a series of non-consecutive power switching events had taken place in which bat305486 was involved. These power switching events are being investigated by the manufacturer. However there is no evidence that a device malfunction during bench testing. The reported event could not be confirmed during bench testing. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.